Event description:
The customer reported via phone call that the piston does not recognized the reservoir of the insulin pump. Customer's blood glucose was unknown mg/dl. The customer changed the reservoir and it came back to work.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump primed properly noted. The insulin had with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.